Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
At the end of a pfa atrial fibrillation procedure, while pulling the volt catheter back into the sheath (with the balloon down) to remove from the patient, the physician commented that he felt a slight pop. When the catheter was pulled out of the sheath, it was observed that a spline had detached. This was the first time he pulled the balloon into the sheath during the whole case. There were no adverse patient consequences.